Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 8092636. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-05-03.

Event description:
It was reported while using bd syringe 10ml ll tip bulk convenience pak excessive silicone was found in fluid path. The following information was provided by the initial reporter: material no. 309605. Batch no. 8092636, 1041906. It was reported that there is excessive silicone in the syringes. Verbatim: during incoming visual inspection of 10ml syringes, lot #:8092636 and 1041906, each inspection failed due to excessive silicone in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 2022-01-19. H6: investigation summary: one picture and thirteen 10ml luer-lok syringes (p/n 309605) were received and evaluated. Five syringes from batch 8092636 and eight samples from batch 1041906. The picture and none of the thirteen syringes contained excessive silicone. All samples received were acceptable per product specification. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported while using bd syringe 10ml ll tip bulk convenience pak excessive silicone was found in fluid path. The following information was provided by the initial reporter: material no. 309605. Batch no. 8092636, 1041906. It was reported that there is excessive silicone in the syringes. Verbatim: during incoming visual inspection of 10ml syringes, lot #:8092636 and 1041906, each inspection failed due to excessive silicone in the syringe.